Event description:
While receiving tpn through a central line, rptr tubing & bag had been changed 1 hr earlier. Rptr noticed leakage of tpn on floor in their room. The IV nurse came & changed the tubing. Upon inquiring with at least 3 IV nurses the filter is the area that leaks causing a break in the line. This placed rptr & others at risk for septicemia.